Event description:
Customer reported that she had unexplained low blood glucose. Paramedics where called to assist her with the low blood glucose. Customer stated that her insulin pump was alarming lost sensor. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads and broken belt clip slot.